Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received an alarm that is a pump pointing to an open book. Troubleshooting was performed. The customer reports they received a critical pump error image on the pump screen. The customer states that she is at the ocean and she did not get the insulin pump wet, she took it off and kept it in a safe place when she picked it up to put it back on the alarm occured. The insulin pump is returning. The customer's blood glucose was 178 mg/dl.

Manufacturer narrative:
Unit received with blank display due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank display. Unable to verify critical pump error due to blank display. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture at top corner of overlay, cracked case on battery tube area, severe corrosion on force sensor assembly and moisture damage on motor home switch.